Manufacturer narrative:
Section g3, h1, h4: additional information manufacturer's investigation conclusion: the reported events of no external power / low voltage hazard were confirmed via the provided log file. One log file (B)(4) was reviewed, containing 240 events spanning 34 days (B)(6) 2018 ¿ (B)(6) 2019 per timestamp). On (B)(6) 2019 at 04:05:40, no external power alarms activate due to the rsoc levels on both the black and white cables simultaneously dropping from the expected 12v down to ~5v to 3v in approximately 2 seconds. This sequence of events indicates a loss of ac power while the controller was connected to the mpu. The same sequence of events occurs on (B)(6) 2019 at 02:55:03, again the alarms cleared when the controller was connected to battery power. Also active throughout the log file were several low battery advisory alarms that activated due to the patient using the batteries for an extended period and the batteries reaching the low voltage threshold. There were no other notable alarms active in the log file. The mobile power unit (B)(4) was not exchanged and remains in use. The provided information indicated that the patient reported that he moved the unit to another outlet and would not use a power strip. The patient would report any further issues but was reportedly fine when using another outlet the previous night. There were no issues identified in the log file that indicated that the patient was swapping power cables. Although the no external power alarms appeared to be caused by a loss of ac power, the root cause for the loss of ac power was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 2 years and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was experiencing no external power alarms while connected to the mobile power unit. The patient does have the v-lock connector on the a/c power cord. The backup battery engaged as designed and supported the lvad until the patient switched to 14v battery power.